Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(6). The device has been investigated in our laboratory in (B)(6): checking the occlusion alarm before and after the infusion line: we simulated an infusion at a flow rate of 25ml / h for a volume of 1000ml; we blocked the line before the equipment and after the equipment, the alarm acted audibly and visibly, stopping the infusion as expected in both situations. Verification of the line air alarm: we simulated an infusion at a flow rate of 25ml / h for a volume of 1000ml; we inserted air in the line before the equipment, the alarm acted audibly and visibly, stopping the infusion as expected. The occlusion alarms before and after the infusion line and the air alarm in the line are working correctly. Technical complaint not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the (B)(6). By b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6). Underinfusion customer information: noradrenaline patient with moderate dose, exchange of the uneventful solution, after 10m of infusion it presents map-40mmhg, pump do not alarm at any time, even after initiation of vasopresina wfp does not go up. No device datas serial number were reported.